Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure. The tip of the drill has fractured off. The fractured piece remains in the patient. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device was manufactured in 2015. It was concluded that the drill bit fractured by ductile tensile overload due to a torsional load applied to the drill. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery a drill tip broke and the broken tip remains in the patient.